Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging kidney disease/toxicity, heart failure and glandular cyst. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged kidney disease/toxicity, heart failure and glandular cyst. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil observed using a known good power supply and ac power cord, pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: errors logged: 0 errors were logged, blower hours: 0 hours were logged, therapy hours: 0 hours were logged, device hours: 4912.6 hours were logged, care orchestrator data was not available for download and the device was likely reset prior to pil receiving due to 0 blower hours and 0 therapy hours. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Pil is unable to directly address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.